Event description:
It was reported that suture placement in the left common femoral artery was achieved with two proglide devices using the pre-close technique prior to an aneurysm repair procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to an 18f sheath and the aneurysm repair procedure was completed. Reportedly post procedure, pulsatile blood flow was still observed after successfully advancing both knots. The physician inserted a 16f sheath and a vascular surgeon used a graft and closed the access site surgically. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.